Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the stylet would not advance through the inner lumen of the lead. The lead was explanted and replaced. The patient was stable before, during, and after the event.